Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) at 2014 21:29:34. During night drain cycle one, the patient's ultrafiltration reading was 976ml, indicating the home patient (hp) drained 976ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.